Event description:
A pacemaker dependent patient presented in-clinic after experiencing discomfort during physical activity. Upon investigation, the device was found to be delivering inadequate pacing. Abbott technical support was contacted and suspected a rate response anomaly related to the accelerometer of the device was the cause of the inadequate low voltage output. Provocative testing was performed and device reprogramming was attempted, however, the rate response anomaly persisted. At a later follow-up, reprogramming was attempted again and was able to successfully resolve the rate response anomaly. The patient was in stable condition.